Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification info was not provided, precluding a review of the device history record.

Event description:
Revision of optetrak knee components due to a traumatic incident to the patient's knee.